Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence. During processing of this complaint, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the eri message triggered earlier than intended. The device is providing therapy.